Event description:
This customer reported, a failure to discharge during testing and when the pt connector was moved around. There was no pt involvement.

Manufacturer narrative:
(B)(4): this customer reported, a failure to discharge during testing and when the pt connector was moved around. There was no pt involvement. The device was evaluated locally by philips and replacement of the pt connector assembly resolved the reported symptom. We are considering this as a malfunction, but physical damage cannot be ruled out.